Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this pacemaker and implantable lead exhibited noise with oversensing and pacing inhibition. Loss of capture (loc) was also observed, and lead dislodgement was suspected. In addition, there was header damage and set screw issues noted on the pacemaker. Records indicate this pacemaker was implanted subcutaneously, and the lead was implanted at the his bundle. Subsequently, this pacemaker and implantable lead were explanted, replaced, and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this pacemaker and implantable lead exhibited noise with oversensing and pacing inhibition. Loss of capture (loc) was also observed, and lead dislodgement was suspected. In addition, there was header damage and set screw issues noted on the pacemaker. Records indicate this pacemaker was implanted subcutaneously, and the lead was implanted at the his bundle. Subsequently, this pacemaker and implantable lead were explanted, replaced, and returned for analysis. No additional adverse patient effects were reported.